Event description:
In 2009, the patient reported that he is uncertain his infusion device is delivering insulin accurately. He stated that for the past several months "sometimes when I bolus, I don't think I get all the insulin I told it to give me". He stated that when his blood glucose is elevated and he boluses through his infusion device his blood glucose does not decrease but when he injects the same amount of insulin via syringe his blood glucose decreases. He stated that the day prior, his blood glucose was "normal" after breakfast and at 2:00pm, his blood glucose was elevated to 290 mg/dl and he bolused 5 units of insulin. An hour and a half later his blood glucose measured 250 mg/dl and he had not eaten. He injected 5 units of insulin via syringe and his blood glucose lowered to 42 mg/dl by 6:00pm. He stated that 42 mg/dl is not low for him. He stated that no errors have been displayed on the infusion device and there are no leaks in the system. His blood glucose measured 200 mg/dl at the time of the report and he stated that was not a high reading for him. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.